Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failing to connect to pyxis. A field service engineer assisted the customer to shut down the station for six minutes and restarted the device and confirmed with the customer that the issue had been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to detect on bus and unable to recover. The customer reported that the malfunction led to a delay in dispensing medication to patients, but they were able to obtain the necessary medication from another station. There were no adverse events or injuries reported based on this event.